Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device (B)(6) number, and no non-conformances were identified. Manufacturing date: jan/03/2005. Expiration date: dec/31/2008. A manufacturing record evaluation was performed for the finished device (B)(6) number, and no non-conformances were identified. Manufacturing date: mar/2003. Expiration date: mar/2007. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A lot number was provided but does not correspond to any finished good. As a result, a DHR review cannot be completed. Should an updated/accurate lot number be received, a supplemental report will be sent. Reason for device explant and/or reoperation: deflation section d6b, date of explant: (B)(6) 2024. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient implanted with an unspecified mentor saline breast prosthesis experienced a deflation on an unspecified side post-operatively. As a result, the patient underwent explantation on (B)(6) 2024.

Manufacturer narrative:
Mentor became aware the previously unspecified device is a 325cc mentor smooth round moderate profile saline breast prosthesis. Two related lot numbers were provided, but it is unclear which relates to the impacted device. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).